Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 75 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported a suspected retroperitoneal bleed (rp). The bleed prompted the team to infuse blood products. The pump support was for the hemodynamic support of the ami/cgs patient undergoing left main intervention. The patient expired.